Event description:
Healthcare professional (hcp) reported patient (pt) was receiving hemodialysis treatment (tx) on 1550 device when hcp noticed a "wavy heat line" coming from the back of the device and noticed an odor "like something hot." Hcp turned device off and discontinued tx on this machine. Blood was not returned to pt, estimated blood loss was 200-300 cc. Pt was asymptomatic at this point. Pt tx was reinitialized on another 1550 device. Pt was fluid sensitive and when tx was reinitiated, add'l blood was in extracorporeal circuit causing pt blood pressure to decrease and pt became unresponsive and experienced a slight convulsion. Hcp administered normal saline and called physician. Physician had pt complete tx and advised pt to go to emergency room (ER). Pt had blood tests and EKG performed in emergency room and was released. Pt stopped by clinic before returning home and reported he was feeling fine.